Event description:
It was reported that during case setup, the tower was not powering on successfully. Initially, system information was not displaying on the tower, and there was a message indicating the insufflator was disabled. A hard power cycle was performed, and blue fiber cables were reseated since everything was initially disconnected. Despite these efforts, the insufflator message persisted, and the system failed to complete homing. The system was then powered down, and each cart was brought up in stand-alone mode. The robot and console powered on successfully, but the tower did not. No power issues were reported from the previous night or that morning. The customer intended to use another system for the case and requested immediate scheduling for maintenance. System logs for the current day were unavailable, though no issues were noted in the previous day's logs.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) common compute controller (ccc) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found the issue is not associated with an error could so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good system where it showed signs of bricking. The ccc was taken to a programming station where it was confirmed bricked. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a bricked ccc.